Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and found an increased intraperitoneal volume (iipv) that was discovered during evaluation. Based on a review of all available therapy log data, the cause of the iipv was determined to be insufficient drain / false empty detect due to use error - inappropriate bypass of the caution: negative ultrafiltration alarm. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2011 during drain cycle 4. The patient's drain volume was 4305ml. The fill volume was 2000ml, this meets iipv criteria. No patient injury or medical intervention was reported. Product surveillance contacted the patient's nurse on (B)(6) 2011. According to the nurse she was aware that the patient was having issues with draining. The nurse stated that this event occurred near the time the patient was being trained. The nurse stated that the patient has not reported any symptoms of overfill. Additionally, the patient has received a new cycler and no longer has any issues with drain. There was no patient injury or medical intervention associated with this event.